Manufacturer narrative:
(B)(4). No related complaint was received with the return of the device. Failure event observed during analysis. Analysis found an insulation abrasion breaching the outer insulation and exposing the outer coil at 35.5 to 36.8 cm from the distal tip. Abrasion are consistent with constant friction with another implantable device a feature of the heart.

Event description:
This report is to advise of an event observed during analysis.